Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that a getinge representative evaluated the iabp and noted "error code # 53" and "fos continuous bit failed" appeared repeatedly in the fault logs. The representative replaced the fiber optic module assembly.

Event description:
It was reported that during intra-aortic balloon pump therapy the cardiosave iabp alarmed ¿iab sensor module failure¿. Artery pressure was taken from central lumen instead to continue therapy. No patient injury or adverse event was reported.